Event description:
It was reported the patient had a loss of therapeutic effect after exposure to a theft detector or security gate at (B)(6). It was noted the patient¿s device was turned on during the exposure. It was also reported the patient¿s programmer was lost and they were unable to adjust their stimulation.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type programmer. Patient product ID: 3 889-33, lot# va00r0v, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).